Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient could not connect to the ipg with their patient controller (pc) after an unrelated surgery. Surgery mode was disabled. A company representative met with the patient and was able to recover with the patient's ipg. The device is providing therapy.